Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery life was only about two days long. The customer also reported receiving off/no power alerts without receiving a low battery alert first. Customer stated that this happened twice. The customer confirmed that the device may have been hit. Blood glucose level at the time of the incident was not provided. Review of the insulin pump's alarm history also showed that a motor error alarm and a no delivery alarm had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.